Event description:
A cryoablation procedure was performed in (B)(6). Nearly at the end of the ablation in the ripv, the physician noticed that blood was coming out drop by drop through the valve of the flexcath steerable sheath (catheter introducer). The patient was fine at the end of the procedure and no adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking haemostatic valve.